Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced the device being difficult to activate safety feature. The following information was provided by the initial reporter. The customer stated: it was reported that the needle are retracted in the package. Nurses & coordinators say that, with 50% of them, the needle is retracting when they pull the cap off. And the safety is not working on any of them." 04-jan-2021: customer response, - "I just arrived back at work, after a little break and have been informed that the problem was indeed user error. We had not realized the new butterfly needles were ¿push button.¿ our apologies for any inconvenience."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® push button blood collection set experienced the device being difficult to activate safety feature. The following information was provided by the initial reporter. The customer stated: it was reported that the needle are retracted in the package. Nurses & coordinators say that, with 50% of them, the needle is retracting when they pull the cap off. And the safety is not working on any of them." (B)(6) 2021: customer response, "I just arrived back at work, after a little break and have been informed that the problem was indeed user error. We had not realized the new butterfly needles were ¿push button.¿ our apologies for any inconvenience."